Event description:
Allergan aesthetics received a report of a patient treated flanks and abdomen with coolsculpting in (B)(6) 2021 and (B)(6) 2021 may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Additional information was received that the patient had coolsculpting on the flanks on (B)(6) 2021 and developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Additional information: h11: corrected data.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral flanks on (B)(6) 2021 using a coolsculpting elite system applicator(s), who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Changed data: b3 b5 g1. Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 6/9/2023. Clarification to b3 partial date of event: "a few months" post treatment was provided.